Manufacturer narrative:
Sanofi company comment dated 07-feb-2019: this case concerns a patient who received synvisc one and had left knee arthroscopy with chondroplasty. The causal role of the drug cannot be established completely in the development of the event. Further, information regarding complete medical history, underlying condition, any concomitant or past medications and complete details of the event will aid in better assessment of this case.

Event description:
Knee arthroscopy/ left knee surgery [arthroscopy l knee], chondroplasty/ left knee surgery [chondroplasty]. Case narrative: initial information received on 29-jan-2019 from united states regarding an unsolicited valid serious case received from a physician. This case is linked to cases (B)(4) (same patient). This case involves a (B)(6) years old male patient who experienced knee arthroscopy/left knee surgery and chondroplasty/left knee surgery (latency: 5 months 12 days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown). On (B)(6) 2018, patient underwent left knee surgery in which knee arthroscopy with chondroplasty was performed. Corrective treatment: not reported. Outcome: unknown for both events. Seriousness criterion: medically significant for both events. A product technical complaint was initiated and results were pending for the same.